Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient presented with degenerative scoliosis; and underwent transforaminal lumbar interbody fusion at l3-l5. O-arm/navigation was used in combination in this surgery. Post-op, screw implanted at l3 deviated from the pedicle, due to which the patient got paralyzed. Hence, the patient underwent a revision surgery on (B)(6) 2019, in which the deviated screw was replaced. Patient's hospital stay was prolonged because of the re-operation. Patient's current status (after replacement surgery) is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.